Event description:
Reporter alleged obtaining discrepant blood glucose values of 236 mg/dl back to back with a result of 82 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated at a different time other comparative tests of 57 mg/dl and 47 mg/dl were performed back to back with a result of 88 mg/dl within 10 minutes on the same system. Reporter stated that she treated her hypoglycemic symptoms with orange juice. No other actions or treatment were reported taken. A request was made for the return of the suspect device and replacement product was sent.